Event description:
Pt implanted with 3.5 mm lcp proximal tibia plate and 16 screws on (B)(6) 2011 for a right tibia plateau fracture. Pt complained of pain and all hardware was removed on (B)(6) 2012. Fracture noted as healed. Pt was not revised to any add'l hardware. Hardware is unavailable for return. This is the 10th of 17 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.